Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use; nicks, scratches, gouges, wear and strike marks. Inspection confirms the impactor pad has fractured and all the pieces were returned. The features of the fracture surface visually align with a bending overload fracture failure mode. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure the instrument tip fractured while impacting. There was no reported harm or injury to the patient. Attempts have been made and no additional event information is available at this time.